Event description:
It was reported this was a venotomy closure of a right common femoral vein (rcfv) using a prostyle device after a cardiac ablation procedure with a 14f sheath. Reportedly, there was a 7f sheath in place in a different access site of the rcfv. The prostyle was deployed without issues, but when attempting to remove the 7f sheath, it was observed to be entrapped within the prostyle suture. A snare was inserted to remove the sheath. A figure eight stitch and manual compression were then used to achieve hemostasis. There were no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported issue and treatment appears to be related to operational context. Reportedly, when attempting to remove the 7f sheath, it was observed to be entrapped within the prostyle suture. Based on this information provided, it appears that the prostyle device needles were deployed through the sheath. This interaction can occur due to multiple access sites. This interaction would subsequently contribute to the reported entrapment. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.